Event description:
It was reported there was a seroma. The patient had a lot of fluid accumulation around the pump for at least 6 month. The health care provider (hcp) was not concerned about it at first because the patient was getting adequate pain relief with no side effects. At a refill a couple days ago it was noted the fluid accumulation was getting worse. The patient had some overdose symptoms, specifically drowsiness after that refill. The dose was decreased by 60% two days ago because the hcp was unsure where the drug was going. A catheter revision was performed on the date of the report. It was noted the pump connector was cracked. A priming bolus was programmed following the revision. The pump was implanted in the later abdomen. The patient was being kept in the intensive care unit (ICU) overnight to be monitored for any change in symptoms. The system was being used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
Analysis of the catheter revealed the catheter/catheter body had a hole (or torn catheter) caused by metal pin of pump connector poking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.